Manufacturer narrative:
Medtronic rep tested the sys and it was working as intended. Discrepancy is coming from the pt being positioned prone. Surgeon continued with navigation and no impact to pt outcome.

Event description:
Medtronic rep called in from the site to report an inaccuracy of 2cm. The surgeon registered the pt and proceeded with navigation. After the surgeon made an incision, he felt navigation shifted 1-2cm, but still continued with navigation and completed the surgery. No adverse effects to the pt reported.